Event description:
It was reported that the patient experienced a fall and broke one of their ribs. In addition, the patient's fall had caused the right atrial (ra) lead to fracture; there was an increase in atrial thresholds, high/undefined impedance, and a polarity switch. The lead was capped and replaced. No further patient complications have been reported as a result of this event.